Event description:
During disposal, the pad was sent down in a red bag for incineration. Upon opening the incinerator door and placing the bag and contents inside, it burst into flames before the door could be closed. Though no injuries occurred, it seems reasonably safe to say that this product could endanger pts as a fire hazard. One hosp rptr contacted for input said they are totally banned at their facility. Rptr reviewed the product at the safety committee, and all concurred some form of action should take place. (*)